Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the implant of the right ventricular (rv) lead, a cardiac perforation occurred. The rv lead was cut and the distal portion was explanted during open-heart surgery. The remainder of the rv lead was explanted and successfully replaced in a separate procedure. The patient was in stable condition following the procedure.